Event description:
According to the literature source of study performed, a total of 435 sternotomy were performed in 423 patients under 1 year of age. The retrospective study aimed to compare the rate of wound site infection in patients < 1 year of age who underwent sternotomy using electrocautery. This double-center study included patients under 1 year of age who underwent cardiac surgery via sternotomy performed with electrocautery for congenital heart disease between january 2017 and june 2019. Suture was used in all patients to close the subcutaneous tissue. Complication includes: three deaths. Article:sternotomy with electrocautery and sternal wound infection in congenital heart surgery in patients under 1 year of age author: fatih aygun year: 2021 publication: j card surg. 2021.

Manufacturer narrative:
Title: sternotomy with electrocautery and sternal wound infection in congenital heart surgery in patients under 1 year of age source: j card surg. 2021;36:2336-2341 accepted: 23 march 2021. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.